Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted, after which the secondary monitor stopped displaying video signal.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) spontaneously rebooted, after which the secondary monitor stopped displaying the video signal. Attempts to obtain further information were made, but not provided. No patient harm or injury was reported. Investigation summary: the customer had bypassed their video splitter, but the issue persisted. Nihon kohden technical support (nk ts) advised the customer to replace the vga cable. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the sudden reboot or shut down are power loss, hardware failure, and windows related issues. Power outage, generator tests, ups and outlet malfunctions may cause the cns to reboot on its own. Video splitters and cables may fail due to physical damage and wear and tear from continual use. Display settings may have reset during the unexpected shutdown, and the user may have to add the secondary monitor in the display settings. Additional information: b4: date of this report. D8: was this device serviced by a third party? G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H6: event problem and evaluation codes.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) spontaneously rebooted, after which the secondary monitor stopped displaying video signal. No harm or injury was reported. Attempts to obtain further information were made, but not provided. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) spontaneously rebooted, after which the secondary monitor stopped displaying video signal.